Manufacturer narrative:
One used scd391 ultrasonic dissector was received, and examination of the sample confirmed the reported issue. Visual inspection revealed the jaw liner was damaged and had melted during use. Because of the damage the device failed functional testing when submerged in a glycerin bath at both power modes. Jaw liner damage is caused by the device being clamped and activated multiple times with minimal or no tissue present in the jaws. Extended activation under this condition will cause the jaw liner to melt, preventing the dissector from adequately cutting tissue. The user¿s guide included with this product cautions users not to activate the instrument with the clamping jaw closed unless there is tissue present as doing so may damage the device jaws. It also states that use of a device with damaged components may result in injury to the patient or user. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, a part of the dissector disengaged from the device. A device of another type was used to complete the procedure. There was no patient injury. Additional questions regarding the device and incident have been asked.